Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was located in an avf (arteriovenous fistula) with 6 mm reference vessel diameter, and 25 mm target lesion length. The lesion had 70% stenosis pre-procedure and 0% stenosis post-procedure. The lesion had mild vessel tortuosity and there was no calcification. The lesion morphology was tight concentric stenosis. The patient had a follow up assessment in (B) (6) of 2006. The target lesion was documented as restenosed and treated with re-pta 4 months after pcb. No further data was provided.